Event description:
While troubleshooting an issue with questionable amino terminal propeptide type I procollagen ( p1np) results, the customer retested samples that were tested for parathyroid hormone (pth) immediately after the questionable p1np (B)(6) 2015 gave different results. Of the approximately 160 samples that were repeated for pth, the results for 75 patient samples were discrepant. The p1np assay is not marketed in the united states nor is there a like or similar product. Refer to the attachment to the medwatch for all pth patient data. Discrepant pth results for three of the patient samples were reported to the physician, but no information could be provided to determine which samples these were. The results were corrected the next day. No adverse event was reported. The pth reagent lot number was 178517. The expiration date was requested, but was not provided. The field service representative found the volume from the sample probe was shortened. He verified the degasser tank was not clogged and he exchanged it. Afterward, the volume from the sample probe was improved and the issue did not reoccur. He ran performance testing and no issue was verified. Service personnel performed a prime check, exchanging the cell, performed a calibration check and qc. The reproducibility was checked and no issue was found.

Manufacturer narrative:
This event occurred in (B)(6).